Event description:
It was reported that eight day old patient of 3.5 kg weight was ordered with morphine infusion which was initially running at 0.05 mg/kg/hr (0.35ml/hr), however after error, the dose was changed to 0.5ml/hr which is approximately 0.07mg/kg/hr. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary the complaint of an inaccurate delivery of morphine was not confirmed or replicated as no devices and associated logs were returned for investigation, however the facility provided an image reporting the up button was mistakenly pushed which resulted in an inadvertent dose increase ¿ the photo provided by the facility showed the syringe module infusion was morphine at the reported intended rate of 0.35ml/h and had the up/down arrows circled. ¿ the bd alaristm system with guardrailstm suite mx user manual v12.1.2 notes that proper operation of the bd alaris ¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. ¿ it also noted to verify correct infusion parameters before selecting the start key. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported issue of an inaccurate delivery of morphine is suspected to be due to an inadvertent dose change through the use of up arrow programming.

Event description:
It was reported that eight day old patient of 3.5 kg weight was ordered with morphine infusion which was initially running at 0.05 mg/kg/hr (0.35ml/hr), however after error, the dose was changed to 0.5ml/hr which is approximately 0.07mg/kg/hr. There was no patient harm.